Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) due to battery longevity calculations had dropped about 3 months in less than two months. It was noted the device was in eri and the device software was recently updated. The health care professional (hcp) called technical services (ts) for disk analysis. Disk analysis showed the device battery appeared to be depleting normally. Ts advised that the updated software would take time to detect battery impedance and recommended for follow up interrogation. At this time, no adverse patient effects were reported. This pacemaker remains in service. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. During a follow up visit, a voltage alert was displayed, and ts was contacted for analysis and recommendations. Engineering analysis of device data confirmed that the voltage alert is due to elevated battery impedance. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. Subsequently, a replacement procedure was performed, this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.